Event description:
It was reported that during post-op follow-up, the patient was unable to feel the vibratory alert when tested. Increasing the vibration duration did not resolve the issue. The patient will be monitored remotely. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.